Manufacturer narrative:
(B)(4). Investigation ¿ evaluation a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number was not provided for the complaint device, however the customer claimed they would return one ult8.5-38-25-p-6s-clm-rh from lot 8401724. The customer later confirmed that the no device would be returned. A device history record review was performed on lot 8401724, no non-conformances were definitively related to this complaint. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.

Event description:
The customer reported that, two nights following the percutaneous nephrostomy initial placement (B)(6) 2017 of the ultrathane mac-loc locking loop multipurpose drainage catheter in the patient's kidney, a leakage at the hub of the device was discovered. The hub eventually detached from the catheter portion of the device. The product problem ultimately necessitated the removal and replacement of the device. The complaint device is reportedly unavailable for return and evaluation. Additional information has been requested.

Manufacturer narrative:
Investigation - evaluation: a search of the manufacturer's complaint database for similar complaints revealed this record to be the only reported record associated with the complaint lot number 8401724.